Manufacturer narrative:
This was originally reported as a serious injury however additional information showed there was no patient involvement therefore this has been updated to a non adverse event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator measured shock limit low. This was originally reported as a serious injury however additional information showed there was no patient involvement therefore this has been updated to a non adverse event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator measured shock limit low while in use on a patient. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted.